Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis event is unknown. On an unreported date, the patient was treated with vancomycin two grams, one dose, (route not reported) and fortum one gram daily for fourteen days (route not reported) for the treatment of peritonitis. The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was not reported. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.